Event description:
The customer alleged they received a questionable creatinine jaffé gen.2 (crej) result for one patient on their integra 800 analyzer. The patient's initial crej result was 311 umol/l and it was reported outside the laboratory. On (B)(6) 2014, the sample was repeated twice. The repeat results were 108 umol/l accompanied by a data flag and 109 umol/l accompanied by a data flag. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The crej reagent lot number was 691190 and the expiration date was 07/30/2015.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control data were fine, and there were no other assays with deviations.